Manufacturer narrative:
Claim (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2, -5.0/1.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.